Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) is mobile system, (B)(4) is aviva system

Event description:
On an unspecified date, customer had mobile result of 22.0mmol/l, aviva result 5.6mmol/l. No adverse event was reported. Monitor and strips replaced, products requested for return.